Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she¿might have to have it taken out because I might have an issue with gallbladder or kidney and I need an MRI or a CT scan.¿ the patient stated that she didn¿t know yet, ¿if that is what the problem is, they need to do a scan to check.¿ the patient stated she didn¿t know if the scan was related or not. The patient stated that the problems she was having were muscle spasms, which started in late (B)(6) 2017 and the patient stated the spasms are ¿on the right side of the body, the same side the interstim is implanted.¿ the patient stated that in (B)(6) 2017 she had a tia ministoke, and they were in the hospital those 6 days and they needed an MRI and they couldn¿t get one because they didn¿t have a head coil, but eventually they had it done. The patient stated that they had to do a cta scan for their gallbladder or kidney. The patient stated it felt like something was loose under the skin where the device was, there was a pain on the side where they could feel a lump of the device and they didn¿t know if something came loose. The patient noted this began maybe in (B)(6) 2017. The patient also noted a loss of therapy and stated they had more frequency and urgency to go to the bathroom, the patient stated they didn¿t know if it was related to the kidney or gallbladder. The patient noted the return of symptoms started a couple of months ago at least and they confirmed it was sometime in 2017. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3037 serial(B)(4) product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on august 25th reported the mini-stroke, gallbladder and kidney issues were not related to the interstim device or therapy. The hcp stated the battery was corroded, a new one was given with new batteries. The hcp stated on (B)(6) 2017 the was given a new remote with new batteries. The hcp stated the batteries were corroded and new ones were given. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had ultrasound and not sure if they had damaged the device in some form. Patient stated their symptoms of frequency and incontinence are returning. Patient noted that device had not been working properly for quite some time now for overactive bladder, frequency, urgency, patient noted that they were not able to empty bladder. Patient mentioned other symptoms of throughout night having leakage and not being able to hold it. Caller had worked with doctor and had the program changed, but was still going to the bathroom every hour and had wet their clothes several times and also had more leakage. Patient reported this to medtronic rep who discussed potential for doctor doing imaging of ins (xray) at hcp discretion, patient also noted if ins was not working, they might as well take it out and try new medication etc. Patient was redirect to hcp to discuss programming, imaging and removal and work with hcp to determine next steps. Patient stated that the interstim system was not functioning properly. Patient had a loss of therapeutic effect and return of frequency/urgency symptoms. Patient was "going every hour" and they could not sleep. Patient had to disconnect the call due to time constraints, so further troubleshooting was not possible. Patient was being wheeled into a medical procedure during the call and phone line eventually cut out. The representative tried to attempt to collect info as fast as possible as patient wanted to end the call for the procedure. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.